Event description:
The patient reported that the infusion set adhesive is wet with insulin after 1.5 days of use, sometimes resulting in elevated blood glucose. The patient changes the infusion set and boluses through the infusion device to lower blood glucose levels. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.